Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 229,407,208,122,120mg/dl. Tests were done within 10 mins with a difference of 57%. Pt did not experience any adverse events. No further info has been reported.